Event description:
The following article was received based on a literature review: article: comparing surgical and clinical success rates of ahmed fp7, and baerveldt 250 and baerveldt 350 glaucoma drainage devices a study was done to compare rates of surgical and clinical success in patients with ahmed fp7 (fp7), baerveldt 250 (b250), or baerveldt 350 (b350) glaucoma drainage devices (gdds). A total of 347 eyes were enrolled in the 2-year study period, divided into gdd groups: (n=157 eyes) with fp7 (n=43 eyes, 12.4%), 36 (b250 (n=36 eyes, 10.4%), 78 (b350 (n=78 eyes, 22.5%); and medically treated eyes (n=190 eyes, 54.8%) as control group. Postoperative complications included: hyphema (b250, n=6; b350, n=11), vitreous hemorrhage (b350, n=2), low endothelial cell density (b350, n=1), corneal edema (b350, n=3), corneal graft failure (b350, n=3), corneal graft decentration (b350, n=1), seidel positivity (b250, n=2; b350, n=3), hypotony (b250, n=2; b350, n=6), choroidal effusion (b250, n=2; b350, n=6), elevated intraocular pressures (b250, n=3; b350, n=11), anterior uveitis (b350, n=3), macular edema (b350, n=2), tube complications were tube occlusion (b250, n=2; b350, n=3) and tube malposition (b350, n=4). Diplopia (b250, n=4; b350, n=9) reasons for failures (b250, n=11; b350, n=32) were: iop = 5 (b250, n=2; b350, n=7); iop > 21 (b250, n=1; b350, n=8); iop reduction <20% baseline (b250, n=7; b350, n=13); additional glaucoma surgery (b250, n=2; b350, n=12); and loss of light perception (b250, n=1; b350, n=1). Interventions to address complications were glaucoma medications and additional glaucoma procedures like gdd (b350, n=7), trabeculectomy (b250, n=1; b350, n=2), trabeculotomy (b350, n=2), and cyclodestruction (b250, n=1; b350, n=1) there were no further interventions reported. A copy of the article is provided with this report. This report captures event for baerveldt 250 (b250). A separate report will be captured for the baerveldt 350 (b350).

Manufacturer narrative:
Section a2: age/date of birth: (n = 36), mean 71.3 (12.0), range (40¿94). Section a3: gender n (%): female 23 (63.9). Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a5: race: n (%), african american 2 (5.6), asian 2 (5.6), white 30 (83.3), other 2 (5.6). Section b3: date of event: (B)(6) 2022 (the date article was accepted). Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable) there is no indication the device has been explanted. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: kilgore kp, grosinger aj, liu ly, jamali s, arora n, white lj, khanna cl. Comparing surgical and clinical success rates of ahmed fp7, and baerveldt 250 and baerveldt 350 glaucoma drainage devices. J glaucoma. (2023). 32(3), pp.210-220. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that hyphema patient code was not captured in the initial report submitted. Therefore, the information has been captured in this supplemental MDR report and the field below was updated accordingly: section h6: health effect clinical code: 1911. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.